Event description:
On (B) (6) 2008, the patient reported that he received an e4 (occlusion) error while attempting to bolus after receiving 4 units of insulin. He stated that he changes the infusion site, tubing, and insulin cartridge and continues to receive the error. He was not experiencing an error at the time of the report. He stated that he changes the infusion site and tubing every 2-3 days and he does rotate his infusion sites. He stated that when he changed the infusion site last night the cannula was kinked. No physiological effects were reported. He was sent an infusion site insertion device and replacement infusion sets. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.